Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard trifunnel g tube, balloon tip was deflated on it was own and the tube required replacing twice in 2 months. Also stated that a weak before it was 20 milliliters and replaced with 20 milliliters and so no leakage at that time.